Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per (B)(6) study, patient had a small bilateral pleural effusion at implant procedure. Device remains implanted. Should additional information become available, this file will be updated.